Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc was not powering on. The fse removed the hard drive, connected directly to the motherboard and manually powered on the pc and it booted up correctly. The fse confirmed that the host pc was defective and needed a replacement. The cause the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.